Event description:
The surgeon reported the left fossa prosthesis was fractured, although the screws were tight. The surgeon reported there was no evidence of trauma to the joint. He reported the pt had strong parafunctional habits.